Manufacturer narrative:
A company service representative examined the system and did not find a problem with the system. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this article was provided to the customer. This report was mailed to the FDA on: 04/10/2009.

Event description:
The risk manager reported a thermal injury occurred. The surgeon stated that the equipment had failed, causing a corneal burn. However, the surgeon continued to use the same system and handpiece for the next pt with no problems. The surgeon had to avoid an existing bleb/peripheral iridotomy when making the temporal clear corneal incision. The surgeon noted poor pupillary dilation. During the hydrodissection, the lens did not rotate adequately, so the hydrodissection process was prolonged, once phacoemulsification began within 2-3 seconds, the occlusion alarm sounded. The phaco tip was removed from the eye a couple of times to clear the occlusion. The surgeon noticed the corneal incision turning white. The surgeon injected more viscoelastic and finished the phacoemulsification and implanted an iol. The surgeon closed the wound with 3 sutures and 2 astigmatic sutures. The pt left the operating room in good condition.